Event description:
The customer's sister called to report her brother's death. The cause of death is unknown. He was wearing the pump at the time of his death.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report to the best of our knowledge.